Event description:
It was reported that the patient was in for a refill and while trying to update the pump, he received a pump memory error- telemetry cancelled. The health care provider (hcp) used another physician programmer to read the pump and then got the message: ¿stopped pump shut off for 7 minutes¿. The hcp was assisted with the physician programmer. It was confirmed the hcp was able to get telemetry using a second programmer and was able to successfully do all of the updates and program the pump to reflect the changes. It was noted that they did not have to change environments. The pump was infusing hydromorphone and bupivacaine. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).